Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that coating peel occurred. A 035in, 185cm, j, hooped back-up meier guidewire was advanced for use. However, during the procedure the device coating peeled off and was failed to advance. The procedure was completed. There were no patient complications reported.